Event description:
It was reported there was a speaker malfunction error message. It is unknown if the device produced sound at time of report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who indicated the unit was in companion mode at the moment and could not be checked for sound. A follow up good faith effort (gfe) response did not confirm if there was sound. However, the gfe response mentioned a reboot resolved the issue and the unit has returned to working specification. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was confirmed. The device was operational after the system was restarted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.